Event description:
Information received by medtronic indicated that the insulin pump received no delivery alarm. The customer was assisted with troubleshooting for no delivery alarm. Customer stated that they had tried all remedies for insulin no delivery alarm. No harm requiring medical intervention was reported. Troubleshooting was performed successfully however, the insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.